Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the clinical observation could not be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter aortic valve, was implanted inside a disabled 23mm aortic pericardial valve via valve-in-valve procedure due to severe aortic stenosis. The 23mm aortic valve was implanted for eight (8) years, four (4) month, twenty-three (23) days at the time of the valve-in-valve intervention. Both devices remain implanted. It was learned that the (B)(6) patient had a surgical valvuloplasty at (B)(6) prior to the surgical aortic valve replacement implant of the 23mm valve. It was reported that the patient also had a history of ascending aorta/transverse aorta replacement and dacron grafts placed to the innominate artery and left common carotid artery. A non-edwards valvuloplasty balloon was used to pre dilate the stenotic valve prior to the valve delivery. There were no issues or complications reported. The patient remained stable throughout the entire procedure.